Manufacturer narrative:
Analysis was performed by a field service engineer (fse) dispatched onsite. The results of the analysis were that operating system (os) security patches was pushed unto the pic ix by the customer that same day the issue occurred, the system reboot of that machine was delayed and caused the hosts to reboot at the time reported. The only application restarts observed in logs was caused as result of the patching, no other cause was found. The customer was advised about the root cause finding and will keep an eyes on the system for re-occurrence. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to the customer running os security patches on the system. The issue was resolved by providing the information to the customer. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
It was reported that last night around 10:15pm-10:45pm the entire hospital lost central monitoring. The customer needs support to find out what caused this. The system is working correctly again. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.